Manufacturer narrative:
H6: health impact- clinical code: 4581 - discoric (dilated) pupil. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was reported as low vaulting and patient experienced a mild discoric pupil (mild dilated 5mm and slowly reactive to light). The intraocular pressure has been measured within normal limits. The lens remained implanted. Cause of the event was due to the device. Additional information has been requested but none has been forthcoming.